Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2mm x 40mm x 145cm and a 3mm x 40mm x 146cm coyote es balloon catheters were advanced for dilatation. However, during initial inflation at 6 atmospheres in 5 seconds, both balloons ruptured and vertically separated in the middle part of the balloon material. The devices was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.